Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, recoverable faults appeared on the system as the team prepared to start the case. The staff moved the arm and attempted to recover; however, the error returned. Subsequently, they replaced the psc with one from another system, after which the system powered on without further errors. Attempts to view system logs during the call did not reveal any errors. The procedure was aborted to another dv system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.